Event description:
While performing bench service for the device, it was identified by an authorized bench technician that the device failed to recognize an installed therapy cable. There was no patient involvement.